Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed intermittent communication failed error messages. This error message will likely result in a system lock up, no boot, or shut down. There is no report of pt injury associated with this event.